Manufacturer narrative:
(B)(4). Follow-up information was received by the nurse. On an unreported date, the treatment with vancomycin, gentamicin, meropenem, ciprofloxacin and fluconazole was stopped. On (B)(6) 2012, the patient was discharged from the hospital and considered recovered from the events. At the time of discharge the patient was still on hemodialysis (hd).

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with physioneal and extraneal therapies for ambulatory peritoneal dialysis (apd). On (B)(6) 2012, physioneal and extraneal therapies were withdrawn. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested as cloudy effluent and abdominal pain. On (B)(6) 2012, the patient began treatment with vancomycin ip (2g), gentamicin ip (80mg) and meropenem IV (500mg, daily), the frequency of the vancomycin and gentamicin administrations were depended on the therapeutic drug monitoring. On (B)(6) 2012, the patient's symptoms worsened and the patient was hospitalized. On an unreported date, the patient began treatment with ciprofloxacin and fluconazole (doses, frequencies and routes not reported). The ciprofloxacin and fluconazole treatment was added to the remedial treatments already started on (B)(6) 2012. On (B)(6) 2012, the patient stopped apd and started continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient's pd catheter was removed and the patient began hemodialysis. At the time of reporting, the patient was still hospitalized, treatment medications were ongoing and the patient was recovering from the events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.